Manufacturer narrative:
(B)(4). Revision surgery, increased procedure time. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with l2-5 lumbar canal stenosis underwent oblique lumbar interbody fusion at the specified levels. Post-op, patient complained of pain in the right limb because cage at l4-5 was implanted obliquely unintentionally and the cage touched the nerve root (right) which is in the opposite side of the entry side. The revision surgery was performed for cage replacement on the same day and the patient's symptom improved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.